Event description:
The customer returned his evis exera iii xenon light source without comment. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. Olympus personnel began performing a device evaluation and discovered that the scope detection was not functioning properly. This report is being submitted to capture the faulty scope detection confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, it was discovered that the scope detection was not functioning properly. Additionally, the front panel lighting was experiencing a system failure. During the inspection, the unit was not responding to operational commands. The ceramic sleeve in the connection socket was found cracked. The device was noted very dirty/dusty and according to the lamp life meter, the xenon lamp was worn out and needs replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the cause of the phenomena, ¿front panel lighting failure¿ and ¿scope detection does not work¿, was determined to be the faulty sensor inside the scope socket. When scope detection failure occurs due to faulty sensor, the led on the front panel flashes to notify an abnormality. The cause of the faulty sensor could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[important information ¿ please read before use]. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Avoid using the light source in a dusty environment. This may damage the light source. ¿[3.1 precautions for installation and connection]: never apply excessive force to connectors. This could damage the connectors.¿ olympus will continue to monitor field performance for this device.